Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has a conductor fracture, lead insulation issues and increasing pacing impedance of 430 ohms to 980 ohms. Currently the impedance measurements are stable at 900 ohms. Rv thresholds are stable at 2.7v @ 0.4ms. The lead remains implanted. No adverse patient effects were reported. The physician will be rechecking the patient again in a few months. Multiple attempts have been unsuccessful in finding out any additional information. The device remains in service.

Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has a conductor fracture, lead insulation issues and increasing pacing impedance of 430 ohms to 980 ohms. Currently the impedance measurements are stable at 900 ohms. Rv thresholds are stable at 2.7v @ 0.4ms. The device remains in service. No adverse patient effects were reported. The physician will be rechecking the patient again in a few months. Multiple attempts have been sent, to find out additional information, and have been unsuccessful. The device remains in service. New information was received that this rv lead had a high out of range shock impedance (greater than 125 ohms), increasing pacing impedance (within normal range 1067 ohms) and increasing thresholds from 0.4ms to 1.9v. Provocative maneuvers were performed, and there was no noise seen. The rv lead remains implanted. No adverse patient effects were reported.